Event description:
It was reported that the device showed an alert for low hv impedance. The out of range values were confined to the rv to svc/can vector. Lead damage is suspected.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the lead was capped.